Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned inside a 7fr sheath, with a 0.034" guide wire inside the lumen of the device. The distal section of the balloon was protruding from the sheath. 35mm of the distal end of the balloon had not rewrapped correctly around the shaft which made it impossible to remove the device. Traces of blood were visible inside the balloon. It was not possible to remove the guide wire from the device; resulting in the middle section of the shaft becoming bunched up inside the sheath. The shaft coming out from the sheath was stretched. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon was fully deflated, but it did not rewrap completely around the shaft; therefore it was still not possible to remove the device from the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that the deflation issue was not with the sds of the 10.0x40x75cm express vascular ld, but with an ultra-thin diamond balloon dilatation catheter used for post dilation of the stent.

Event description:
It was reported that during a stenting procedure, withdrawal difficulties occurred. The target lesion was located in the common iliac artery. The 10.0x40x75cm express vascular ld premounted stent system was advanced to the lesion. The balloon was inflated once to an unknown number of atmospheres and the stent was deployed without issue. Upon removal of the stent delivery system (sds), the balloon became stuck in a non bsc introducer sheath. The sds and the introducer sheath were removed together as a unit and it was noted that the balloon was only partially deflated. There were no patient complications reported and the patient's condition was reported as "stable".

Manufacturer narrative:
(B)(4)